Event description:
Customer's father reports that customer had high blood glucose and it was believed that customer was not receiving any insulin. Customer's blood glucose ranged from 401 mg/dl to 534 mg/dl. Customer was treated with 22 units and 24 units of manual injections. Customer did not have tubing clamp for testing and was advised by representative that tubing clamp would sent. During troubleshooting, it was found that cannula was bent. Caller was advised to change infusion set and to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.